Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint defective I&a "hemlock was not able to be clamped." Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and failed. The clip did not release onto the test tubing as expected. The instrument was found to have a bent main tube which caused the instrument to fail the clip test. The root cause of this failure is attributed to user mishandling/ misuse. Additional observation(s) not reported by site was that the instrument main tube was found bent. The bending damage is located at around the middle of the main tube. The bending in the main tube has caused enough friction to prevent the push-pull rod from moving fully, which in turn prevented the grips from applying the clip as expected. The root cause of this failure is attributed to user mishandling/ misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. In addition, a review of the instrument log for the medium-large clip applier (part# 478053-04/lot# n10210510 0009) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022, on system (B)(4). The instrument had 57 uses remaining after last use. No image or video clip for the reported event was submitted to isi for review. This event is being reported because the medium-large clip applier instrument had clipping not working. The instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clipping with the medium-large clip applier instrument was not working and it exhibited non-intuitive motion. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. During the clip application, the jaws of the instrument were not closed and did not engage persistently. The instrument was being used for vessel ligation, but the customer was unable to apply the weck hem -o-lok medium-large (ml) ligating clip. The customer tried a couple of times, then replaced with the same kind of back up instrument on the same system arm. No broken/ loose cable was noted. The vessel was less than 10 mm in diameter. There was no clip misapplication issue. The instrument did not collide with any other instrument or tool during procedure. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The customer confirmed that no fragment fell inside of the patient. There was no patient injury/harm. The drape was not exchanged at any time during the procedure and would not be returned for evaluation. The lot number of the drape that the clip applier instrument was attached to was unknown. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.